Manufacturer narrative:
Results: evaluation of the returned unit confirmed that the lock is difficult to lock. The buckle is difficult to close with and without the strap fed through. There were no physical damages to the product. Note: instructions for use state: before use, check device for damage. Discard if you have any questions about pt safety. Before leaving the pt, test the lock to make sure it is locked. (B)(4).

Event description:
Customer reported the locking mechanism is "enabling the lock to close properly and it is very difficult to engage the lock". Customer discovered this during bedside set up but did not provide a date. No pt incident or injury was reported.